Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. After changing the cartridge, infusion set tubing and site, another occlusion was received. Tandem technical support was unable to determine the cause of the first occlusion as the supplies had been changed. A system check using the current supplies on the pump found that the occlusion appeared to be within the cartridge. The customer was to change out the cartridge. The customer's blood glucose (bg) level was 245 mg/dl and an insulin injection was used to address the bg level.